Event description:
The hospital reported a patient, in critical condition with severe cardiac dysfunction and supported by extracorporeal membrane oxygenation (ECMO), was connected to an aisys cs2 in the catheterization lab when it was alleged the patient became bradycardic, hypotensive, and went into cardiac arrest, necessitating CPR and epinephrine. There were no reported patient sequelae related to the event. The hospital reported that the event was due to incorrect use of the synchronized intermittent mandatory ventilation (simv) mode. The hospital did not allege a malfunction of the anesthesia machine.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a1, a5, and a6: no information available. D4 serial lot batch no. Not provided. D4 primary UDI number unknown as the serial number was not provided. H4 date of device manufacture unknown as the serial number was not provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.